Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 3440335) and smartset gmv 40g us eo a (product code 545050501, lot number 34444961) found additional reports. A previous DHR review (B)(4) on lot number 3440335 did not reveal any related manufacturing deviations or anomalies, and a previous DHR review (B)(4) on lot number 3444961 did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at both interfaces. Depuy cement was used.